Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the returned device was received in a disassembled state, which prevented further testing. Due to the device's advanced age, the screw connection had loosened over time, allowing the device to be disassembled. During the evaluation, it was observed that the chuck's teething was damaged, and could not be opened and closed with the key. Additionally, corrosion was identified on the device. It was further determined that the device failed pretest for check the chuck. Therefore, the reported condition of the device falling apart - unattached was confirmed. The assignable root cause was determined to be due to component failure from wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: e1: the reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from germany that during an unspecified trauma surgery, it was discovered that the chuck device fell apart into single pieces while in use. No fragments were produced. Additionally, it was reported that the surgical area was cleaned, and the procedure was successfully completed with a two-minute delay. It was not specified whether a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.